Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e411 analyzer. The patient's initial hcgb result was 1280.0 mui/ml and it was reported outside the laboratory. The patient was suspicious of the result and returned on (B)(6) 2013 requesting a new sample be collected. The result from the second sample was 0.1 mui/ml. The patient complained about the difference between the results, so the customer repeated the initial sample. The repeat result from the initial sample was 0.192 mui/ml and it was issued as a corrective report. The patient was not adversely affected by this event. The hcgb reagent lot number was 171601. The expiration date was requested but not provided. Corrective and preventative maintenance was performed.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration and quality control results were within range and there was no reagent issue evident. It was noted the customer was using a wider quality control range than recommended.